Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned inside a micro centrifuge vial dry and stuck to a piece of tape. Visual inspection found the haptic torn and the lens stuck to a piece of tape. Claim# (B)(4).

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Date recd by MFR: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -14.0/+3.0/086 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The eye was nice and quiet. The cause of the event was due to wrong size.